Event description:
Review of follow up x-rays showed a bent sign nail approximately 2 months post surgery. Possible cause of the bend was subsequent trauma to the nail post surgery. Exchange nailing performed. No indication of product defect.